Event description:
It was reported that there was atrial oversensing. The investigator assigned relatedness to the atrial lead. The atrial lead had been previously programmed off, as noted in another report. No patient complications have been reported as a result of this event. The lead was noted to be part of the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This atrial lead was previously reported in FDA report # 2649622-2013-11162 for a different event. Concomitant product: 694765 lead, implanted: (B)(6) 2009. (B)(4).